Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision due to fracture of the glenosphere.

Manufacturer narrative:
Corrections made in the following section(s): patient identifier serial number, expiration date, unique identifier (UDI) # date received by manufacturer ¿ date on supplemental submission should have been 05-aug-2019, PMA/510(k)number.

Manufacturer narrative:
The revision reported was likely the result of fracture of the glenosphere. However, this cannot be confirmed as the devices were not available for evaluation, and no further information was provided. ¿problems, complication, reoperations, and revisions in reverse total shoulder arthroplasty: a systemic review¿ [1] and ¿comparison of complication types and rates associated with anatomic and reverse total shoulder arthroplasty¿ [2] were reviewed. Between the two studies, approximately 4,940 rtsas were reviewed. Of these, none reported fracture of the glenosphere component. [1] m. A. Zumstein, m. Pinedo, j. Old, and p. Boileau, ¿problems, complications, reoperations, and revisions in reverse total shoulder arthroplasty: a systematic review,¿ journal of shoulder and elbow surgery, pp. 146¿157, 2011. [2] s. Parada, r. Friedman, j. D. Zuckerman, t. Wright, p. H. Flurin, and c. P. Roche, ¿comparison of complication types and rates associated with anatomic and reverse total shoulder arthroplasty.¿